Manufacturer narrative:
Evaluation: method - lens work order search. Results - visual inspection of the returned product found one loop haptic bent. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
A aq2010v three piece silicone lens was returned to staar with no information. The lens was returned damaged. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation: conclusion - conclusion not yet available. Evaluation is in progress. (B)(4).